Manufacturer narrative:
The reported event is confirmed - cause unknown. There are 2 photos that were sent by the customer. The first photo attached is an overview of the cut 2-way catheter. The second photo show a closer look at cut portion of the catheter. Visual evaluation of the returned sample noted one opened (without original packaging), all-silicone foley catheter. Visual inspection noted the catheter balloon had mushroomed . Further inspection noted the catheter had cut into two pieces. No balloon burst is observed. This is out of specification per inspection procedure which states, balloon must not cuff after deflation in accordance. A potential root cause for this failure could be imperfection in balloon due to process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was cut found on the foley catheter. Per sample evaluation received on 19sep2023, it was reported that the foley catheter balloon was mushroomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was cut found on the foley catheter. Per sample evaluation received on (B)(6) 2023, it was reported that the foley catheter balloon was mushroomed.